Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller was not properly charging from the wall and not charging their implant. The issue began probably on and off for the past 2 months. Patient stated that they had to play with the equipment to get it to charge and the controller was not holding a charge good at all. Patient mentioned that they reset the controller but the issue was not resolved. Agent asked and patient mentioned they did not have their equipment at the time of call. Patient will call back with equipment for further troubleshooting. Patient called back in repeating how they were having an issue with charging the implanted device. Patient confirmed the controller had no issues charging, but when they first started charging the implant, they saw a green flashing light and recharging excellent. Patient stated they then would see just recharging with no excellent good or poor quality, and the light would flash yellow. Patient stated they were hurting and they had to keep aggravating with the device to get the implant to charge. Agent had pati ent reset controller and inspect for damages. Patient reported there was a tear next to where the paddle is where the cord is white. Patient denied any heating to the recharger, but stating sometimes the recharger would just get warm. Patient started charging session of implant and reported no device found. Patient pressed recharge and entered passive recharge mode with numbers 92-92-92. Patie nt reported high at 100 after repositioning. After a few minutes patient saw system problem rm03. Patient stated they recall seeing that before, as well as poor recharge quality. The issue was not resolved. A repair request was sent to replace the recharger. Patient stated they had not slept since monday, and had injections in their neck.

Event description:
Patient called back and stated they got their replacement recharger and it looked used and refurbished. Patient stated that they still could not charge their ins. Patient stated they spent an hour to try to charge their implant and they got aggravated and decided to call pats. Patient stated that they tried their old controller and it was able to charge but it did not show a quality and it would just show recharging. Patient stated that after awhile they checked their controller and the battery of the controller was still 100% and the ins was still 0%. Agent walked patient through removing the battery pack and connecting the controller into the ac power supply. Patient confirmed the controller powered on. Patient then re inserted the battery pack and confirmed seeing a green blinking light on the controller. Patient then unlocked the screen and confirmed seeing a no device found screen. Patient pressed on recharge and controller prompted them to connect recharger. Patient made sure they were using the replacement recharger and inspected the pins. Patient cleaned the pins of the recharger and blew into the controller port. Patient confirmed not seeing any damages on the recharger pins and controller port. Patient connected the recharger and the controller would not progress from the checking recharger screen. A request was sent to repair to replace the controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) received for product analysis. Analysis found there was a failure with the recharger and that a low reading being 0 should be higher than 30, and cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.